Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right mesentery of pelvis'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)') and menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included kidney stones in 2011, sleeve gastrectomy in 2007, hypothyroidism in 1999, libido decreased, uterine bleeding, miscarriage and dysphagia. Current weight (B)(6) lbs. Concurrent conditions included breast reduction since 2014, liposuction, kidney infection, suprapubic pain, dysuria, urinary frequency, urgency of mict, vaginal itching, flank pain, menstruation irregular and constipation. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, citalopram from 2013 to 2017, omeprazole (prilosec) since 2009, spironolactone since 2016 and topiramate since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and bipolar disorder ("bipolar disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have fallopian tube neoplasm ("right fallopian tube tumor encased essure device"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, mood swings, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, weight increased, abdominal distension, diarrhoea and bipolar disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue and pelvic pain was resolving and the cystitis had resolved. The reporter considered abdominal distension, anxiety, bipolar disorder, cystitis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fallopian tube perforation, fatigue, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Wire was disengaged and there were 2 trailing coils visualized. A similar procedure was left side with good success and 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: obstructing proximal left ureteral stone just below the ureteropelvic junction measuring 5 mm in size. Multiple punctate bilateral renal calculi. Displacement of a left fallopian tube occlusion device. The device is located in the fat of the anterior right pelvis. Postoperative changes of the stomach consistent with a gastric sleeve procedure. Hiatal hernia present. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, heavy bleeding, weight gain, uti, depression, nausea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: mood swings, abnormal bleeding (vaginal, menorrhagia),bladder infection , urinary infection, depression, anxiety, migration of essure device location of device: right mesentery of pelvis, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma/ cancer type: right fallopian tube tumor encased essure device, pain, perforation (fallopian tube(s)), fatigue, weight gain, bloating and diarrhea. Event onset date, event outcome were added. Reporter information were updated. Concomitant drugs, medical history, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right mesentery of pelvis'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included kidney stones in 2011, sleeve gastrectomy in 2007, hypothyroidism in 1999, libido decreased, uterine bleeding, miscarriage and dysphagia. Current weight 176lbs. Concurrent conditions included breast reduction since 2014, liposuction, kidney infection, suprapubic pain, dysuria, urinary frequency, urgency of mict, vaginal itching, flank pain, menstruation irregular and constipation. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, citalopram from 2013 to 2017, omeprazole (prilosec) since 2009, spironolactone since 2016 and topiramate since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and bipolar disorder ("bipolar disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have fallopian tube neoplasm ("right fallopian tube tumor encased essure device"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, mood swings, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, weight increased, abdominal distension, diarrhoea and bipolar disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, urinary tract infection, fatigue and pelvic pain was resolving and the cystitis had resolved. The reporter considered abdominal distension, anxiety, bipolar disorder, cystitis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fallopian tube perforation, fatigue, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Wire was disengaged and there were 2 trailing coils visualized. A similar procedure was left side with good success and 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: obstructing proximal left ureteral stone just below the ureteropelvic junction measuring 5 mm in size. Multiple punctate bilateral renal calculi. Displacement of a left fallopian tube occlusion device. The device is located in the fat of the anterior right pelvis. Postoperative changes of the stomach consistent with a gastric sleeve procedure. Hiatal hernia present. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, heavy bleeding, weight gain, uti, depression, nausea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right mesentery of pelvis / migration'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube)'), menorrhagia ('menorrhagia') and bipolar disorder ('bipolar disorder') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included kidney stones in 2011, sleeve gastrectomy in 2007, hypothyroidism in 1999, libido decreased, uterine bleeding, miscarriage and dysphagia. Current weight 176lbs. Concurrent conditions included breast reduction since 2014, liposuction, kidney infection, suprapubic pain, dysuria, urinary frequency, urgency of mict, vaginal itching, flank pain, menstruation irregular and constipation. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, citalopram from 2013 to 2017, omeprazole (prilosec) since 2009, spironolactone since 2016 and topiramate since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced bipolar disorder (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("mood swings/ hormonal changes") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have fallopian tube neoplasm ("right fallopian tube tumor encased essure device"). On an unknown date, the patient experienced abdominal distension ("gi conditions : bloating"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), depression ("depression / psych injury"), anxiety ("hormonal changes : anxiety"), diarrhoea ("gi conditions : diarrhea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, bipolar disorder, dysmenorrhoea, dyspareunia, abdominal distension, mood swings, depression, anxiety, nausea, fallopian tube neoplasm, weight increased, diarrhoea, bladder disorder, urinary tract disorder and neoplasm outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection and fatigue was resolving and the cystitis had resolved. The reporter considered abdominal distension, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fallopian tube perforation, fatigue, menorrhagia, mood swings, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Wire was disengaged and there were 2 trailing coils visualized. A similar procedure was left side with good success and 2 trailing coils. She received treatment for bladder or urinary tract disorder, perforation, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: 1. Obstructing proximal left ureteral stone just below the ureteropelvic junction measuring 5 mm in size. Multiple punctate bilateral renal calculi. 2. Displacement of a left fallopian tube occlusion device. The device is located in the fat of the anterior right pelvis. 3. Postoperative changes of the stomach consistent with a gastric sleeve procedure. Hiatal hernia present. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, heavy bleeding, weight gain, uti, depression, nausea, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added : bladder disorder, urinary tract disorder, tumors were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.